Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient¿s transmitter failed, and the patient was not receiving any cgm readings. The patient was not testing his bg via a back-up bg meter. On (B)(6) 2023, the patient started vomiting and was dehydrated. The patient went to the emergency room (ER )and was admitted to the hospital. The patient was treated with an IV insulin drip. The patient was discharged home three days later. The patient was feeling fine at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.